Event description:
Damaged haptic after implantation. It was noted that bss was used. The iol was explanted from the eye since the doctor noticed the trailing haptic was separated during iol insertion. Patient impact: device explantation.

Manufacturer narrative:
This initial report is being submitted to FDA for a reportable event that occurred outside the USA. Haptic damage is indicated as a potential malfunction related to the iol, as covered under the warnings section of the product's instructions for use (IFU). IFU not followed - it was noted that bss was used. The precautions section of the product's instructions for use (IFU) states: the lens has been validated with sodium hyaluronate ophthalmic viscosurgical devices (ovds); the use of other ovds and lubricants may cause damage to the lens and potential complications during implantation. Portions of the product were returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. The iol was explanted from the eye and returned. The injector and the broken trailing haptic were reportedly discarded by the hospital and were not returned. Appearance check result was consistent to reported information. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(4); model: 255). Based on the available information and our investigation, we believe this event was not caused by our product quality. CAPA-(B)(4) has been initiated for "damaged haptic" complaints.